Event description:
Customer reported damage to the usb charging port and the screen of the pump. The power cord would fall out and stop charging randomly. There was no reported impact to the customer¿s blood glucose level. The patient chose not to troubleshoot the issues with the pump further, and no additional information was received regarding the outcome of the event.